Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
During a procedure on sunday (B)(6), theatre staff discovered a broken ampoule which had seeped through the packaging on one of the antibiotic simplex cements. Another identical device was immediately available.